Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. It was reported that the recharger is showing that patient needs to call somebody when he attempts to charge his ins. Patient confirmed he is seeing the reposition antenna screen. He first noticed his ins wouldn't charge in late november, maybe (B)(6). Patient forgot to charge his ins before leaving on a trip to europe for 2 weeks, and that it's been at least a month or so since his ins has been charged. Patient tried to reset the recharger by pressing and holding the green start charge button and the audio button, but says this did not resolve the issue. Patient attempted to sync his pp with ins, and reported that it is showing the poor communication screen. Additional information received from a manufacturer representative (rep). It was reported that the device was overdischarged. A por was attempted, but it did not resolve the issue. The patient was going to be consented for replacement. No further complications were reported.

Manufacturer narrative:
Analysis of the ins (serial # (B)(4)) found ins/battery/overdischarged and permanently damaged. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the dates were all reset due to over discharge and por. Recharging of the ins was done at spacings of 0 cm, 1 cm, 2 cm and 3 cm to see how many coupling bars the ins could obtain. At 0 cm spacing there were 8 bars, at 1 cm there were 8 bars, at 2 cm there were 4 bars, and at 3 cm there were 0 bars. The same coupling was observed on a known good restore ins, indicating that this ins is working correctly with a recharger. The recharge block format section in the mdt report indicated at check-in that there was a maximum of 8 bars of coupling for 5 of the last 6 recharge sessions. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2020-02-13. It was reported the patient's weight was (B)(6). The patient was scheduled for surgery (B)(6) 2020. The ins would be returned for analysis. No further complications were reported/anticipated.